Manufacturer narrative:
The single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The flow rate on the multirate control module was found to be set at 0ml. A functional flow rate test was performed by setting the control module to 5ml/hr, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a multirate infusor did not flow during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.